Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) inner insulation kinked buckled; full lead returned and analyzed. Upon visual inspection, it was noted that the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly.

Event description:
It was reported the lead was attempted, but not used, because the helix got stuck and failed to deploy. No patient complications were reported as a result of this event, and the patient status following the procedure was noted to be ok.